Event description:
The following event originated from the watchman patient call center, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported device damage and thrombosis occurred. Patient called in stating that at the routine 45-day follow up, transesophageal echocardiogram (tee) imaging revealed the implanted watchman flx pro closure device is "ballooning", the polyester on the device is "flapping", and that "one on the anchors on the device may have broken" and the patient must remain on eliquis and to seek additional follow up next month with a heart structuralist physician. Per the boston scientific field representative, the patient had a computed tomography (CT) scan on (B)(6) 2024, that showed thrombus, and the physician placed the patient on eliquis, and a follow up CT and tee was scheduled. The patient cancelled both imaging tests and moved to another city.